Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. Customer's blood glucose value was 475 mg/dl at the time of the call. The customer was treated with insulin pump and syringe. Customer reported that insulin pump was not working properly and battery cap and battery compartment was damage. Customer also stated that lip ring was damage. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.